Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent were there any adverse patient consequences? Attempts to obtain the device performed, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-02280.

Event description:
It was reported a patient underwent an CABG procedure on an unknown date in 2020 and suture was used. The suture broke during suturing. The procedure was delayed 15 minutes. Another suture was used to complete the procedure successfully. There were no reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2020. The following information has been requested and received. If the further details are received at a later date a supplemental medwatch will be sent there was no adverse patient consequences. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: two sealed boxes and twenty-eight unopened samples of product code w8761, lot # mmj834 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. The reported complaint could not be observed.